Manufacturer narrative:
One device was received for evaluation. Visual inspection found a broken ear clip and plunger case. There was a battery time out error in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the inoperable interconnect pcb was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device had an error n/a battery and broken syringe plunger driver. The event occurred during testing/preventative maintenance in clinical engineering department. There was no patient involvement.